Event description:
It was reported that the patient was being seen on the day of the report because they had lost stimulation. The patient had been programmed to 4+ ,5-, 6+ at a frequency of 80hz and a pulse width of 450¿s. The patient was still getting no stimulation even after the reporter tried all contacts. An impedance check at 2v showed impedance readings of greater than 4,000 ohms on electrode pairs 5<(>&<)>7, 4<(>&<)>6, 4 <(>&<)>7 and 4<(>&<)>5 whereas electrode pair 5,6 and 6,7 were 1,868 ohms. The patient used the device every day on the settings noted for 1 to 2 hours. The reporter therefore thought it may have been that the battery had gone ¿flat¿, based on the implant duration. However, the device showed less than 20% usage at a battery voltage of 2.94v. Longevity calculations performed using the programmed parameters resulted in longevity of greater than 10 years. Approximately two weeks later, it was stated that therapy was still not effective and the patient was awaiting "on-table testing". Consequently, a revision had been scheduled, but the date was not known. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant: product ID neu_unknown_ext, product type extension. Product ID neu_unknown _lead, product type lead. (B)(4).